Manufacturer narrative:
H3 other text : device has not yet been returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney and liver disease/toxicity. In addition, the following non-serious injury of nose irritation, dizziness and/or headaches, and hypersensitivity. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging kidney and liver disease/toxicity. In addition, the following non-serious injury of nose irritation, dizziness and/or headaches, and hypersensitivity. No other clinical information or medical interventions were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box e: initial reporter has been updated. Section h6 was updated. Patient outcome code grid: previously mentioned has pao-kub-02-05 - liver damage/dysfunction now pao-kub-02-06 - unspecified hepatic or biliary problem.